Event description:
It was reported a patient underwent an incision and drainage procedure on an unknown date in 2024 and topical skin adhesive was used. Pa reported severe patient skin reaction. Reaction symptoms included: redness surrounding trocar incisions yellow blisters severe patient pain and itching incision did not look infected reaction began to appear within 3 days post op. Pa used adhesive remover to removed the adhesive and patient was treated with topical hydrocortisone and neosporin and a preventative antibiotic. Some patients responded positively to this treatment, others remained with skin reaction symptoms. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Yes, attached. Name of surgery? Incision and drainage what was the procedure date? Unknown. What date /day post op was the reaction noted? 3 days post op. Were any cultures taken? No. Please describe how was the adhesive was applied. . Incisions were closed with 4-0 monocryl then skin was cleaned with normal saline then dried with clean lap prior to applying dermabond. What prep was used prior to, during or after adhesive use? As above and prior to surgery a chloraprep is used. Was a dressing placed over the incision? If so, what type of cover dressing used? No dressing just dermabond. Sometimes patients have an abdominal binder applied which is elastic. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No skin testing but we check the patients allergy list. Is the patient hypersensitive to pressure sensitive adhesives?no was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Yes, patient allergy list patient demographics: initials / ID, gender, age or date of birth; bmi male, 50-60 patient pre-existing medical conditions (ie. Allergies, history of reactions) no has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Yes, prior surgery with no reaction was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure?yes product lot of product used? Tlbjsh. Current patient status. Cured with oral steroids, topical steroids, benadryl, and neosporin. Name of surgeon? Dr. (B)(6) what is the physician¿s opinion as to the etiology of or contributing factors to this event? Physician believes there was a change in formulation that has led to an increase in reactions with our patients. Is product available to return for analysis. No. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.